Event description:
It was reported that the patient in-clinic for a check. Upon review, the right ventricle lead exhibited high capture threshold and high pacing impedance. Patient stated that they had experienced a fall and fell on their shoulder/chest where the device had been implanted. The patient was brought to the procedure room to revise the lead, but the lead had been crushed, not allowing a stylet to pass through it. The right ventricle lead was then capped and replaced on (B)(6) 2023. Patient was stable.